Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, the doctor found swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, the doctor found swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of kinked guide wire was able to be confirmed by the photo. The image shows a guidewire with a distinct kink in the center of the body. The customer also returned a single guide wire for evaluation. No obvious signs of use were observed. The guide wire was observed to have one major kink around the middle of the extrusion. A large continuous bend was also observed towards the proximal end. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink. Both welds were present and were observed to be full and spherical. The major kink on the guide wire was located 402mm from the proximal weld. The overall length of the guide wire measured 600mm, which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.810mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed one major kink and one long continuous bend along the guide wire. Despite the kinking, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of kinked guide wire was able to be confirmed by the photo. The image shows a guidewire with a distinct kink in the center of the body; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the doctor found swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".